Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump supplies were changed and the occlusion was resolved. Blood glucose was 309 mg/dl. The pump supplies were changed again and a correction bolus was delivered. A pump system check was performed with tandem technical support (cts) and pump was found to be functioning as intended. Reportedly, customer was using fiasp in the cartridge. Cts informed customer that fiasp was not labeled for use with the pump.